Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient experiencing instability post operation with numerous dislocations. The surgeon determined that a larger glenoid head was the best possible solution.